Event description:
It was reported that a patient experienced peritonitis coincident with continuous peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin, (ip) intraperitoneally, 250 (mg) milligrams, (four times a day) and ceftazidime, ip, 250 mg (four times a day). At the time of this report, the patient remained hospitalized and the treatment with cefazolin and ceftazidime was ongoing. At the time of this report, the peritonitis was not yet resolved, and the patient was not recovered from the event. Ten days after onset, extraneal and physioneal therapies were withdrawn, the patient¿s pd catheter was removed and the patient started hemodialysis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).